Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (312 mg/dl). Reportedly, the customer set the pump up on their own and forgot to program the bolus settings. Tandem technical support guided the customer through programming the bolus settings. Customer delivered a bolus to stabilize blood glucose levels.